Event description:
Allegedly, patient suffering from mom complications. Additional information received 04/10/2017. Previously she was an unknown hip conserve "revision (dates not confirmed)" claim. He has been updated to a left hip conserve revision claim. His implant date is (B)(6) 2009 and his revision date is (B)(6) 2016